Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device did not yield an image. This is attributed to the charge couple device unit image sensor failure. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed.

Manufacturer narrative:
Additional information has been received from the customer. Correction being made to b5 of initial MDR. This supplemental report is being submitted to provide this information. Devices used in conjunction with the device at the time of the event are not known.

Event description:
Correction to b5 jun 19, 2022: as reported for this event by the customer, the device did not yield an image. There is no reported harm to any patient or persons. Addendum jun 19, 2022: the event prior to the procedure with no patient involvement. The device was not inspected prior to issue being noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device. Could not be determined at this time. The cable was noted to be buckling; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.